Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the bile duct during an endoscopic balloon dilation (ebd) procedure performed on (B)(6) 2025. During the procedure, the stent deployment was too rigid, causing the inner tube to stretch to its limit and tear. Another flexima biliary stent was used to complete the procedure. There were no patient complications as a result of this event.